Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have thermal damage to one of the distal clevis ears. Further inspection upon removing the distal clevis ears and conductor wire cap, found thermal damage at the conductor wire weld. The cause of this failure is unable to be determined. Both observations are related. Additional investigation identified thermal damage on the conductor wire cap. The instrument was also found to have a derailed grip yaw at the distal end. The last two additional findings are unrelated. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument smoked and then caught fire during intraoperative use. Use of the instrument was discontinued. The user completed the procedure using a backup permanent cautery hook instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a video clip related to the alleged complaint. Isi clinical engineer reviewed the video and provided the following: permanent cautery hook was dissecting the tissue and smoke plumes were visible when energizing; due to the video quality, it was unable to confirm if there were actual flames. It appears that there may be some thermal damage on the yellow clevis of the hook.